Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant 30 days after its installation in intraoral region #29. 35 ncm of primary stability was achieved and immediate load was not executed.